Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the video system center had intermittent power. It was unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a presumed cause and a definitive root cause of the reported issue could not be determined as the device was not returned. The customer swapped power cords and the issue was still occurring. The customer believes the issue was related to the power input connection on the cv-190 . The unit is working now. Olympus will continue to monitor field performance for this device.